Event description:
On 1996 or 1997 I had a saline breast augmentation; my doctor was dr (B)(6). The left side saline implant leaked four years later. People have been calling or my breast implants implementing irritation, pains, needles type feeling, high pitched noise in my ears, causing me to pee (in my pants), profanity, specific back pain, specific leg pain and other type programs, they shut it off and on at will and sometimes tell me "what they are going to do to me from the speakers".